Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and piston is not working properly. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). Troubleshoot was performed and it was not verified whether the power error detected alarm was resolved. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.